Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: it was reported that an adhesive-type of debris was noted to be on suction tubing of product after product was opened, before it was dispensed onto the sterile field. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging or manufacturing.

Event description:
It was reported that foreign materials were found inside the sterile package.